Event description:
The customer reported significant paddles ECG artifact. The user utilized an alternate defibrillator. There was no adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported significant paddles ECG artifact. The user utilized an alternate defibrillator. There was no adverse pt impact. The philips field service engineer evaluated the device, but found no trouble with the device. The symptom could not be duplicated. The device passed all testing was returned to service on (B)(6) 2012. Based on the customer¿s report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.